Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, which was tested thoroughly on an engineering workbench. The exterior, there was no damage to the purge system, and it function as expected. The interior of the purge system was inspected. Glucose build up was found around the purge pressure sensor. Fluid ingress of any sort can impact the purge pressure sensors optical sensor which would affect the ability to detect the disc being inserted. Therefore, the root cause of the purge disc detection issues was most likely contamination on the purge pressure sensor.). Before returning this console back to the customer, the purge system components were cleaned specifically the around the purge pressure senso, the purge system was tested through internal procedures, and a full functional check on the console and optical system was performed. The failure mode will be monitored and trended. This report is being filed as part of a retrospective review of historical records.

Event description:
The us complainant reported that an automated impella controller (aic) purge disc failed. The team observed the issue and followed the instructions for use (IFU) and a backup aic was utilized.